Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 564 mg/dl. The customer treated with the pump. Customer's blood glucose value was 148 mg/dl at the time of the call. Troubleshooting was performed. The customer mentioned button error. The customer was unable to get out of suspend. The product was returned for analysis.

Manufacturer narrative:
The insulin pump received with intermittent response from all buttons due to flattened dome (creased). The keypad connector was inspected and no anomalies noted. Device received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump properly connected to glucose sensor simulator. No unexpected high alerts noted. Device received with minor scratches on lcd window.